Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient was treated with vancomycin (1 g per 1 bag, route not reported) and meropenem (500 mg, 3 exchanges per day, route not reported). At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. Additional information is not available.